Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
When customer changed cartridge he slightly knocked on the pump to remove air bubbles and pump turned off without error message. The battery was removed and the spring fell out of the battery compartment. The spring was reinserted and the pump began to operate normally. No adverse event alleged. A request was made for the return of the device.